Event description:
It was reported that three syringe s2 10ml 21ga 1-1/2in bd china experienced missing scale markings. The following information was provided by the initial reporter: after opening the unit package, it was found that no scale marking on the barrel.

Manufacturer narrative:
Investigation: bd has been provided with a photo for catalog 301947 lot 1810130 to investigate for this record. The evaluation shows that no scale markings were printed in the syringe barrel. As a result, bd was able to verify the reported issue. The process bd uses to print the scale is called "hot stamping system". A metal stamp is heated at around 100ºc. Between the stamp and the barrel, bd interposes a special black printing foil. By pressure, the stamp pushes the printing foil and its component is embedded in the barrel wall. The result is a black scale printed on the barrel of the syringe. The reported issue happened at the end of this process, due to a defective foil reel. In this case the foil did not work as expected and was not placed between the stamp and the barren, so the scale was not correctly printed in the barrel. DHR showed no indication of the alleged defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that three syringe s2 10ml 21ga 1-1/2in bd (B)(4) experienced missing scale markings. The following information was provided by the initial reporter: after opening the unit package, it was found that no scale marking on the barrel